Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: mcs-p3-31-aoa transcatheter valve, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported the atrial lead was not sensing p waves and it was not clear if the lead was capturing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.